Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was more than 600mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. Customer also reported that insulin pump receive insulin flow block alarm and they already changed the infusion set three times. Customer declined to troubleshoot for high blood glucose value and insulin flow block alarm. The device will not be returned for analysis.